Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an imperfection of proper reprocessing caused by leakage at the venting connector. A further cause of the leakage could not be presumed. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the air-feeding function. - inspection of the objective lens cleaning function. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii colonovideoscope had a second insufflation problem, which failed during examination. Inspection and testing of the returned device found foreign material clogged in the nozzle. There were no reports of patient harm or impact associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. The inspections found the nozzle was clogged by a black rubbery material. Additional findings were as follows: an insulation problem, bending section cover was cracked, the light guide lens was cracked, and a leak at the vent valve. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.